Manufacturer narrative:
Citation: r. Piccolo et al. Frequency, timing, and impact of access-site and non¿access-site bleeding on mortality among patients undergoing transcatheter aortic valve replacement jacc: cardiovascular interventions vol. 10, no. 14, 2017 doi: http://dx.doi.org/10.1016/j.jcin.2017.04.034 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding frequency, timing, and impact of access-site and non¿access-site bleeding on mortality among patients undergoing transcatheter aortic valve replacement. All data were collected from a single center between 2007 through 2014. The study population included 926 patients (predominantly female, mean age 82 years), 429 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients over five years 369 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: access site and non-access site bleeding (life threatening, major and minor bleeding). Based on the available information, these adverse events may have been attributed to medtronic product.